Event description:
Patient had a visual field red stimulus and retinal exam. The following day, the patient phoned the site to say that he had a headache, photophobia, persistent after image and described a 'veil over his vision'. Follow up checks on the patient did not reveal any problem but the patient has stated his symptoms persist.

Manufacturer narrative:
Optos plc is submitting this MDR as the manufacturer of the subject device and on behalf of the initial importer/distributor, optos inc. Results: (other) optos service engineer visited site in 2009. It was confirmed the device started up as expected. Laser power was measured and found to be 1472 micro watts. This is within specification which has a maximum allowable power at the point of manufacture of 1850 micro watts. This demonstrates the device was operating at class I at the eye for laser power, a classification that is considered non hazardous. The field service engineer also demonstrated that the safety system shut the device down when a fault condition was invoked (this included shutter remaining open when it should be closed and laser scanning speed too slow). Consideration was also given to the led projection system for patient fixation. The emission from this system does not pose any photobiological hazard as per the criteria given in (photobiological safety of lamps and lamp systems). It is concluded that the device is within specification. Optos is exercising an abundance of caution, in that it is reporting this event given the patient statements. However, no contributory factor has been discovered which relates to the device.